Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer plugged the pump into a power supply, however the pump remains unresponsive. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.